Event description:
Screw driver t20 broke. It has a fractured head. Screwdriver received in loan kit at hospital as broken. Sent back to kitroom loaner set with broken screwdriver.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke could not be confirmed. The blade was not fractured, nor were there any missing pieces. The blade does show signs of use, as it was manufactured in 2009 and has been part of a loaner kit. A design change was performed shortening the length of the tip of the screwdriver to increase the ability of the blade to withstand torsion forces. Two nonconformances and a correction were generated, because despite the design change shortening the screwdriver blade, devices that had been produced according to the old design were not scrapped. However, the investigated device was manufactured before the design change. The instructions for sterilization, cleaning, maintenance and inspection state: " stryker osteosynthesis typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.¿ a review of the labeling did not indicate any abnormalities. No further action is required.

Event description:
Screw driver t20 broke. It has a fractured head. Screwdriver received in loan kit at hospital as broken. Sent back to kitroom loaner set with broken screwdriver.